Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that that drifting issues resulted in a concussion to a staff member. The staff member reportedly missed 2 weeks of work due to this issue.

Event description:
It was reported that that drifting issues resulted in a concussion to a staff member. The staff member reportedly missed 2 weeks of work due to this issue.

Manufacturer narrative:
Multiple attempts were made to gather additionally details around the failure. No field service report was provided, root cause is unknown and unable to verify if the issue is resolved. The severity level of the reported incident cannot be determined. Probable root cause for the reported failure could not be determined based on insufficient information. This complaint investigation was closed based because no detailed information for the reported event was obtained after multiple attempts, therefore the reported failure mode was not confirmed. In the event that additional details of equipment involved, serial numbers, medical reports, and technical service report are provided, the complaint will be reopened and the investigation will be updated with new results.